Event description:
It was reported that during a farapulse procedure to treat persistent atrial fibrillation, a guidewire became stuck in a farawave catheter. The catheter and rosen guidewire were removed from the patient, and no tissue was observed on the devices. Additionally, no damage of the guidewire was observed. The catheter and guidewire were replaced with similar devices, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all tests performed, showing no evidence of the reported allegation.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a farapulse procedure to treat persistent atrial fibrillation, a guidewire became stuck in a farawave catheter. The catheter and rosen guidewire were removed from the patient, and no tissue was observed on the devices. Additionally, no damage of the guidewire was observed. The catheter and guidewire were replaced with similar devices, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.